Event description:
It was reported that one day after a coronary drug eluting stenting treatment procedure there was stent thrombosis. The initial procedure treated two target lesions. Lesion 1 was 70% to 90% proximal to mid stenosed portion of the right coronary artery (rca). The physician placed a 6 french jr 3.5 coronary guiding catheter and crossed the lesion with a 0.014 cougar xt guide wire without difficulty. A 3.0x18mm johnson & johnson cypher drug eluting stent was deployed at 12 atmospheres for 35 seconds to the mid rca. This was post dilated with a 3.0x15mm quantum maverick balloon. Then a 3.50x23mm johnson & johnson cypher drug eluting stent was deployed at 14 atmospheres for 60 seconds in the proximal rca right up to the ostium of the rca, overlapping the previously placed stent in the mid rca. The distal portion of the mid rca stent was dilated to 3.0mm at 12 atmospheres for 60 seconds and the proximal portion was dilated to 3.5mm diameter. Then the proximal cypher stent was dilated to 3.5mm along its entire course overlapping with the first stent. Several inflations at 12 and 14 atmospheres for 60 seconds were performed. Using the same guiding catheter the physician treated lesion 2. Lesion 2 was an area of 60 to 70% segmental stenosis in the proximal portion of the 4.5mm saphenous vein graft (svg) to the obtuse marginal (om) artery. A 3.5x24mm taxus express2 drug eluting stent was deployed to 14 atmospheres for 60 seconds and post dilated with a 4.5mm quantum maverick balloon at 15 atmospheres for 50 seconds and a second time at 17 atmospheres for 45 seconds. This reduced it to perphaps a 10% residual with excellent antegrade flow. The pt was returned to the recovery room in stable condition, there were no immediate complications. The pt was discharged from the hosp the next morning. Angiomax and reopro were given during the procedure. One day later, several hours after hosp discharge and after eating lunch, the pt presented to the emergency room with sudden onset of severe chest pain and was promptly brought to the cardiac catheterization lab. A 6 french dilator and sheath was placed into the right femoral artery. A 6-4 judkins right coronary artery catheter was advanced. The stented area of the rca appeared normal. The svg to the om demonstrated total occlusion at the proximal end of the previously placed stent. An angiomax infusion was begun. A 6 french jr4 guide catheter was placed and a prowater guide wire was advanced through the area of total occlusion into the distal graft without difficulty. This area was dilated with a 3.0x15mm sprinter balloon at 8 atmospheres. There were minimal flow beyond the area of total occlusion and it was evident there was a large amount of thrombus in the svg. A pronto aspiration catheter was placed and approximately 6 runs were made through the graft with flow appearing progressively better into the distal circumflex. The area of the stent was dilated with a 3.5x20mm quantum maverick balloon at 14 atmospheres with overlapping inflations. The procedure ended and a heparin drip was started. Post procedure angiography showed no residual stenosis within the stent. There was reasonably good flow into the small caliber distal circumflex. The pt was transferred to the coronary care unit in stable condition. In the opinion of the physicain the relationship to the taxus stent is unknown as to why since the pt was using reopro and plavix.